Event description:
Caller reported an alarm 2 followed by alarm 26. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by changing the infusion set and cartridge and resumed insulin. Additional assistance was not necessary, and the case was closed.